Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. The technician observed that the aging bypass seal of the machine was leaking. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the leak was the bypass seal and this component was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the bypass circuit of an ak 98 machine during self-inspection. There was no patient involvement. No additional information is available.